Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown prosthetic screw fractured inside the implant. Implant was removed. Tooth location 20.

Manufacturer narrative:
Fractured screw inside the implant was not accessible for testing. Visual inspection of the as returned product (oss413) identified that the implant threads and collar are worn from use and removal. The internal drive feature could not be inspected, as the removal tool could not be removed to inspected the fractured screw. The reported devices were used for approximately 19.5 years. DHR review, sterilization record review and complaint history review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the evaluation, device malfunction could not be verified and the reported event was non-verifiable following inspection, as the fractured screw could not be viewed. No root cause can be determined. However, the most probable cause for the event is patient parafunction over the course of 19.5 years.

Event description:
No further event information available at the time of this report.